Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke from the hub after the patient bumped it loose. However, the missing cannula remained in the patient, and surgery was needed to remove it. The patient's hospitalization was prolonged as a result as well. The following information was provided by the initial reporter: new venous access found in left upper limb and flushed to check patency: cvp in place and functioning on entry and exit. H17.15 the patient goes to the toilets independently and accidentally bumps the cvp against the bathroom door. After the collision, the patient reports blood loss from the insertion point of the venous access and reports that he has independently wiped the blood away. Removed the cvp and during removal the venous catheter has approximately 3-4 of the cannula missing. Checked gauze used for blood tamponade and checked floor, missing cannula not present. The piece of cannula was found in the patient and surgery was initiated to remove it.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-aug-2022 h6: investigation summary two photos and one used sample were received by our quality team for evaluation. From the photos, a used 22g venflon pro safety product with a broken catheter was observed. However, the catheter defect could not be seen clearly from the photos. The adapter attached to the catheter hub does not belong to the reported complaint. The returned, contaminated, sample was subjected to visual inspection. A clean cut was observed on the used sample on the broken end of the catheter. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The adapter attached to the catheter hub does not belong to the reported complaint and no further investigation was completed on it. A device history record could not be evaluated as the lot number is unknown. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the catheter is broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter is broken before use. The probable root cause for the broken catheter could be due to the catheter being cut by a sharp object such as scissors during product removal from the vein. It was stated in the instructions for use ¿do not use scissors at or close to the insertion site.¿ however, as it is not possible to confirm how the product has been used, the root cause cannot be determined. H3 other text : see h10

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter broke from the hub after the patient bumped it loose. However, the missing cannula remained in the patient, and surgery was needed to remove it. The patient's hospitalization was prolonged as a result as well. The following information was provided by the initial reporter: new venous access found in left upper limb and flushed to check patency: cvp in place and functioning on entry and exit. H17.15 the patient goes to the toilets independently and accidentally bumps the cvp against the bathroom door. After the collision, the patient reports blood loss from the insertion point of the venous access and reports that he has independently wiped the blood away. Removed the cvp and during removal the venous catheter has approximately 3-4 of the cannula missing. Checked gauze used for blood tamponade and checked floor, missing cannula not present. The piece of cannula was found in the patient and surgery was initiated to remove it.